Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device fails defib test portion of operational check. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.